Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and contact support if the malfunction recurred.